Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. Health care professional reported they reprogrammed and it resolved the issue. No further complications reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient was experiencing shocking down their leg suddenly and uncomfortable stimulation. The caller was not with the patient and did not have access to the product for troubleshooting. Patient services recommended reducing amplitude or redirecting the patient to their managing healthcare provider for reprogramming. The caller also reported that the patient had been admitted to the hospital the weekend before the report with retention and high creatinine values. No further complications were reported.